Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The trial femur cracked upon impaction.

Manufacturer narrative:
Update 09/21/2016 evaulation of the returned product confirmed the instrument was cracked and not broken. The instrument was resported in error.

Event description:
Update 09/21/2016: evaulation of the returned product confirmed the instrument was cracked and not broken. The instrument was reported in error.